Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient's daughter contacted patient services as the remote home monitor call doctor icon was lit red. The patient's daughter noted that they had already contacted their physician's office who stated everything was fine with the pacemaker system. Patient services assisted the patient's daughter in transmitting a successful interrogation and referred her back to the clinic as there may have been an alert that was not able to be transmitted to the clinic. The field representative contacted the clinic in an attempt to obtain additional information. The clinic did not disclose the content of the recent transmission and noted that they would continue to monitor the patient. The pacemaker remains in service and no adverse patient effects were reported.